Manufacturer narrative:
The device was returned. In this case, the reported unintended movement of clip opening while locked could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a cause for the unintended clip movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was deployed successfully. After the second clip was deployed, it was noted the clip opened approximately 30 degrees. The mr did not increase and remained at 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.